Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a lot of problems with the infusion sets. Customer's blood glucose was 604 mg/dl today after inserting the infusion set within 2 hours. Customer removed the infusion set and found that the cannula was bent. Customer stated that her blood glucose continued to rise and she attempted to insert 4 more infusion sets, which had bent cannulas. Customer stated that she only has 2 infusions sets of the 5 that were used. Customer treated with a syringe. Customer stated that she has scar tissue and the bent cannula occurred on the first day of use. Customer stated that she inserts the infusion set in the stomach and upper buttocks. Troubleshooting was performed and the customer was advised to change the infusion set and to contact her health care professional regarding possible traces of scar or hardened tissue. Customer agreed to return 2 infusion sets back for analysis. Customer declined troubleshooting for high blood glucose.